Event description:
It was reported that insulin leaked past the second o-ring of the reservoir. The blood glucose reading was 350 mg/dl. The customer was advised to return the reservoir for analysis, but she stated that the reservoir had been discarded, not used. She was unsure whether there had been an air bubble in the reservoir, which she was advised may have expanded during the fill process, giving the impression of a leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.